Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) suddenly lost stimulation. The physician elected to proceed with surgical intervention. During the procedure, the physician observed damage to the lead at the anchor site. The lead was explanted and replaced which resolved the reported issue.